Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implante a 12.6mm tmicl12.6; -12.00/1.0/96 (sphere/cylinder/axis) implantable collamer lens into the patient's eye; the lens tore. This occurred on (B)(6) 2022. There was no patient contact. A back up lens was implanted and this resolved the problem. The cause of the event was reported as the device and user error and noted "tear in icl noted upon delivery of icl into the eye".